Event description:
A family member reported that on (B)(6) 2011 the patient experienced blood glucose (bg) of 33.0 mmol/l with nausea, vomiting, and chest pain. She stated that she administered a correction injection and the patient's bg resolved to around 10.0 mmol/l. Customer support (cs) reviewed the pump with the family member and found that all settings were correct and histories matched appropriately. The family member denied leaking or air bubbles in the cartridge. The family member stated that the patient was on vacation and had increased activity at the time. She noted that they were "pretty sure" that the patient was receiving appropriate boluses for food intake while on vacation. She stated that the site/set was not changed with the elevated bg and the patient's bg has resolved. Cs determined there was no indication of a pump malfunction. The family member reported that the patient has continued insulin pump therapy. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a.

Manufacturer narrative:
(B)(4). Supplemental information: added values that were not initially submitted on the initial 3500a.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: pump fails to power on. Unable to perform all investigation steps due to no power to the pump. Pump opened and moisture damage found on the printed circuit board.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.